Event description:
Our rep. Is reporting the following to us: patient underwent a meniscal procedure to repair a ¿bucket tear¿ with the use of omnispan for fastening on (B)(6) 2013. The patient presented (how not defined) and it was somehow determined (not defined) that ¿abscesses¿ had formed around the backstops. The patient was re-admitted to the hospital for monitoring. There are questions out for further information and clarity. Also see associated mdrs 1221934-2013-00386, 1221934-2013-00387, 1221934-2013-00389, 1221934-2013-00390 and 1221934-2013-00391

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report

Manufacturer narrative:
The complaint device is not being returned and therefore not available for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore, there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one dissimilar complaint for this lot of devices that were released to distribution. Follow up information regarding the event was requested multiple times and none has been provided till date. A root cause for the reported event cannot be determined. Based on the complaint history for this product, at this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our rep. Is reporting the following to us: patient underwent a meniscal procedure to repair a ¿bucket tear¿ with the use of omnispan for fastening on (B)(6) 2013. The patient presented (how not defined) and it was somehow determined (not defined) that ¿abscesses¿ had formed around the backstops. The patient was re-admitted to the hospital for monitoring. There are questions out for further information and clarity. Also see associated mdrs 1221934-2013-00386, 1221934-2013-00387, 1221934-2013-00389, 1221934-2013-00390 and 1221934-2013-00391.